Manufacturer narrative:
At first inspection of the returned product, two little parts (both 3mm) and the proximal loop were broken. The in-situ rupture of the hydro-coated silicone jj stent during withdrawal is possibly due to a weakness of stent acquired upon insertion, may be due to an object (e.g. Edge of an endoscope, sharp object) or forceful manipulations from the operator. No non-conformities were identified in terms of design or performance of non-impacted eyes.

Manufacturer narrative:
At first inspection of the returned product, two little parts of the proximal loop were broken.

Event description:
According to the available information, the device was placed on (B)(6) 2020. During removal on (B)(6) 2020, the device broke into many small pieces. A cystoscopy took place to retrieve the residues. It was reported that the same incidents happen with this specific lot.